Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the eval, or if any add'l details become available.

Event description:
The facility reported a pump with a failure code 808:07 which failed to infuse as intended during pt use. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.